Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  per call received from patient's daughter, the interstim system was removed because it didn't work.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot# va0lurn, serial#, implanted: (B)(6) 2014, explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: va0lurn, ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.